Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 54-year-old male patient, after successfully defibrillating the patient the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there were no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device log shows the device prompted pads on and pads off messages, showed noisy ECG signals, and had difficulties obtaining clear readings likey related to poor coupling. Poor coupling can be caused by various factors including but not limited to electrode placement, poor patient preparation, or just poor contact between the pad and patient. The device passed all functional testing. The returned accessories (12-lead ECG cable, mfc cable) were tested without duplicating the report. The electrode pads used dugin the event were not returned as part of the investigation and are not manufactured by zoll. The device evaluation resulted in no fault found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.